Event description:
It was reported that, an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.